Event description:
It was reported that the patient's device was explanted as the patient was throwing up all the time, losing a lot of weight, and feeling bad with the device. No other relevant information has been received to date.